Manufacturer narrative:
Based on the claim against the product by the customer noting blocked on the patient side manipulator and the hook head broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis (fa) investigations confirmed the customer reported complaint. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis. Material approximately 0.17¿ x 0.14¿ was missing at one of the ears of the proximal clevis and not returned by the customer. The other ear of the proximal clevis was also found broken with material approximately 0.21¿ x 0.16¿ missing and not returned by the customer. Fa found the primary failure of a broken proximal clevis to be related to the customer reported complaint. Common causes of the failure mode of the broken instrument proximal clevis are typically attributed to mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The complaint regarding the broken hood head was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi has received the images of the broken pch instrument. The review of the provided image is conducted by the isi regulatory post market surveillance specialist (rpms) and found that the lot/ sequence number was consistent with the alleged instrument complaint. A review of the instrument log for the permanent cautery hook instrument (part# 420183-15/lot# n10210104-969) associated with this event has been performed. Per logs, the pch instrument was last used in a procedure on (B)(6) 2022 using system (B)(4). The alleged instrument had 2 remaining usable lives with no subsequent use recorded. The probable root cause of a broken proximal clevis is attributed to damage from mishandling/misuse, which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the permanent cautery hook instrument was blocked on the patient side manipulator and the instrument hook head broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred at the beginning of the procedure. A new instrument was used to complete the procedure. No fragment fell inside the patient and there was no report of injury.